Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient experienced vascular dissection with no flow restriction during the retreatment procedure (B)(6) 2019. The event did not result in new or worsening of existing neurological deficits. The patient had initial medical treatment (dual platelet) and on (B)(6) 2019 was treated with casper carotid stent 7x30mm. The event was treated with percutaneous intervention and concomitant/additional treatment. The outcome was recovered/resolved on (B)(6) 2019. The pipeline retreatment device was successfully implanted and wall apposition was achieved. The side branches were not covered by the pipeline device. The site assessed as possibly related to the navien and the study retreatment procedure, and not related to the study device or antiplatelet medication. The sponsor assessed the event as causally related to the retreatment procedure and possibly to the navient and dapt, and not related to the pipeline shield. The patient was undergoing surgery for treatment of a fusiform, sidewall aneurysm of the right middle cerebral artery with a max diameter of 5mm and a 5.5mm neck diameter. Aneurysm dome height was 3mm and width was 5mm. Parent artery diameter distal to the aneurysm was 2.9mm and proximal to the aneurysm was 2.1mm. There was no stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. Raymond and roy was class 3.

Manufacturer narrative:
B5. Updated with additional information received. H6. Patient coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per corelab review of the target treated aneurysm retreatment dsa on (B)(6) 2019, corelab noted a minor short carotid dissection. The conclusion for the source file for the index procedure report stated: "technically successful treatment of ruptured fusiform aneurysm of right m1 segment probably due to dissection of the segment. No complications". Thus it was considered possible the dissection was present prior to the index procedure, however this was not confirmed at time of the report.

Event description:
Additional information received reported that per source, high cervical ica dissection with pseudoaneurysm and filiform narrowing was causing flow restriction. The aneurysm had become larger since index treatment. The dissection was treated with a carotid stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the site had reported an ae dx: vascular dissection. Dsa imaging on (B)(6) 2019 were performed and on (B)(6) 2019 the dissection was treated with a casper carotid stent. On (B)(6) 2019 'the stenosis of the parental vessel is most likely due to vasospasms." On (B)(6) 2019 dsa: parent artery stenosis 50 to 75% comment: 'there are still caliber alterations of parent vessel visible, most likely due to vasospasm after the sab (as seen in the uv-b).' The subject's event chronology, however, it is felt the possible vasospasm mentioned by corelab may be due to the baseline aneurysm rupture causing irritation with presence of blood and/or the reported vessel dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per corelab comment "stenosis and mca infarct possible, unclear whether due to flow divertor (fd). Additional dsa recommended and clinical information.", site responded, "image descriptions reviewed and it was an old infarction and not due to fd".

Manufacturer narrative:
B5. Updated with additional information received. H6. Patient codes updated based on additional/corrected information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported clarifying/correcting that there was no flow restriction associated with the previously reported dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that class 3 residual aneurysm was noted in 1 year follow-up imaging performed on (B)(6) 2020. No medical or surgical intervention was required, and there was no impact to the patient. No assessment for relatedness was made by the investigator, sponsor, or cec. Additional information received reported that the site reported that a retreatment was performed with a second pipeline shield device (ped2-300-10, lot# unknown) on (B)(6) 2019 which was one day after the study procedure on (B)(6) 2019 for the reason "residual aneurysm". Site has been queried to clarify whether the residual aneurysm was due to dd of the first pipeline shield (ped2-275-12, lot# unknown) implanted at study procedure. Additional information was reported that per (B)(4) image read of the of the year 1 mr imaging on (B)(6) 2020, (B)(4) commented, "stenosis and mca infarct possible, unclear whether due to fd. Additional dsa recommended and clinical information.", however, (B)(4) reported parent artery stenosis as 'cannot determine'. Subject was exited on (B)(6) 2020, therefore additional imaging will not be available. Site has updated the year 1 mr imaging on (B)(6) 2020 to raymond & roy occlusion class 1. Additional information was received reporting ¿possible¿ is the language used by corelab in their comment. Per site assessment, year 1 mra on (B)(6) 2020 showed 0-25% parent artery stenosis. Corelab reported parent artery stenosis as ¿cannot determine¿. Site query is still pending their independent assessment of the corelab comment. Subject has been exited. Imaging available for corelab image read. Additional information was received reporting the subject¿s target treated aneurysm was acutely ruptured on (B)(6) 2019, therefore treated with pipeline. Site reported an adverse event (ae) for diagnosis "target aneurysm retreatment (ae onset 21mar2019) where site provide the ae description ¿retreatment of stent because of rebleeding and increase of aneurysm size." No device deficiencies were reported. The second pipeline was implanted per physician discretion.